Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. Clavicular crush was confirmed. The ra lead was capped (B)(6) 2025 and replaced. The patient was stable.